Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose ranged from 300-500 mg/dl with no ketones present. As the contact did not have the pump present at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusion was not able to be performed.